Event description:
It was reported that catheter twist occurred. The target lesion was located in the iliac artery. After an unknown stent was implanted, an opticross 18 imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, after having a good visual of the stent, it was noted that the catheter spun out and broke which resulted the image to disappear. Everything was pulled out together as one unit and the catheter was observed to be damaged. The procedure was completed successfully. No patient complications were reported, and the patient was fine post procedure.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath assembly and imaging window were kinked, and that the catheter was twisted beginning 14.5cm and 18cm from the lap joint section. No imaging core windup was found within the telescope and sheath sections of the device. The rotator and imaging core assembly could not be pulled out from the hub due to residues. Impedance testing showed an electrical open at the proximal wave form. The complaint device was sent for x-ray analysis to characterize the electrical failure further. Based on the x-ray images, the electrical failure resulted from a broken coax cable at 140cm to 150cm. A media inspection of pictures provided by the site was performed and the pictures were found to be consistent with the encountered damages during product analysis and also with the reported imaging issue.

Event description:
It was reported that catheter twist occurred. The target lesion was located in the iliac artery. After an unknown stent was implanted, an opticross 18 imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, after having a good visual of the stent, it was noted that the catheter spun out and broke which resulted the image to disappear. Everything was pulled out together as one unit and the catheter was observed to be damaged. The procedure was completed successfully. No patient complications were reported, and the patient was fine post procedure. The device was returned for analysis. Visual inspection revealed that the sheath assembly was kinked, imaging window was observed kinked, and catheter twist began 14.5cm and 18cm from the lap joint section. In order to inspect for imaging core (ic) windup at the proximal end of the catheter, the hub rotator retainer clip was removed. The rotator and imaging core assembly were pulled out from hub. No ic windup was found within the telescope section and the sheath section of the device. The rotator and imaging core assembly could not be pulled out from the hub due to residues. Impedance test was performed with the above referenced calibrated equipment. Impedance testing shows an electrical open at proximal wave form. Microscopic inspection revealed that the imaging window was twisted. The complaint device was sent for x-ray analysis to characterize the electrical failure further. Based on the x-ray images, the electrical failure resulted from a broken coax cable at 140cm to 150cm. A media inspection was performed to the attached pictures, the pictures are consistent with the encountered damages during product analysis and also with the reported imaging issue. No other issues were identified during the product analysis.